Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2022-00098 for the first report. Refer to 8030647-2022-00102 for the third report. It was reported that the suction ballard was not working, literally not suctioning; the ballard had be changed. There was no reported injury. Additional information received 24feb2022 reported that the issue resolved when the ballard was changed, issue discovered during use. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 21 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for lot 30144189 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6)2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the event occurred with a patient in the adult intensive care unit (ICU). There was no reported injury.